Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc leakage with power injector on (B)(6) 2025, the patient underwent a CT scan. When the patient was given a high-pressure injection of iopromide solution using a closed intravenous indwelling needle, it was found that the iopromide solution was ejected from the white septum of the indwelling needle and the white septum came off. The injection was stopped immediately, and the patient was given a new closed intravenous indwelling needle to complete the high-pressure injection.

Manufacturer narrative:
1. DHR/bhr review (lot 3353673): 1) this batch of products were assembled at intima ii auto line 4 in feb 2024, and packaged at cfs package line in feb 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for functional testing: 45psi leakage test. The test is passed, and no leakage is found. 4. This product (sku 383057) has never been declared to be used for high-pressure injection, recommended customers to use the appropriate product for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product of this sku has not been declared for high pressure injection, and no defective sample has been received, therefore the root cause of the septum coming out of the product cannot be confirmed to be related to product quality.

Event description:
No additional information is available.